Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) would not power on with or without a/c power. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed by the laboratory evaluation. The product surveillance technician observed the blood parameter monitor (bpm) did not turn on with a/c power or on 12v standby battery. Inspection of the 12v battery measured 11.41v d/c, this is above the minimum voltage to operate monitor. The technician observed the aux printed circuit board assembly (pcba) to have capacitor c27 charred/burnt. This could be either partial opened or shorted. This defective capacitor may have effected other components in the monitors charging circuit which is a part of and or the monitors switch over circuitry as well, as monitor neither works on a/c power or 12v battery. The output from the power a/c and d/c power supply was measured to have only 0.785 volts. The technician determined monitor's aux pcba was defective. The unit will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.